Event description:
The customer reported that when the fetal heart monitoring recognized the fetal heart, there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
During the investigation, it was found that the allegation was reported against the incorrect device. The m2702a avalon fm20 fetal monitor device is not involved in this report and this issue is not reportable.